Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale: no batch#/sample available.

Event description:
It has been reported that two needle 26x3/8 ib has been found with clogged needles during use. The following has been provided by the initial reporter: material no. 305110, batch no. Unknown. It was reported that 2-3 needle tips in the last few months that he was unable to use to fill syringe with air. Customer used a different needle tip and was able to fill syringe with insulin. Dear complaint department, this report represents all available product information. No additional information is available. Description of issue: customer reported 2-3 needle tips in the last few months that he was unable to use to fill syringe with air. The needle tips had not yet entered the cartridge (event date approx). Number of occurrences: 2-3. Item number: 26 g, 3/8¿ needle ¿ 305110. Product lot number: unavailable. Are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer used a different needle tip and was able to fill syringe with insulin.